Event description:
It was reported that during a colon resection, there was an error code 3: handpiece. Used another like device to complete the case. There was no patient consequence.

Manufacturer narrative:
Date sent: 4/29/08. Eval summary: the handpiece was returned with a loose mount. It was tested on a generator and no error code was noted. The handpiece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed and no anomalies were noted during the manufacturing process.